Manufacturer narrative:
Since the device has not been returned for analysis, no product failure analysis can be conducted, and no determination of possible contributing factors can be made. As such, the investigation will be closed. If the complaint device is received in the future, the investigation will be reopened and conducted as appropriate. The device history record (DHR) was reviewed on , and no anomalies were found related to this complaint. In addition, the DHR review verifies that the device was manufactured in accordance with documented specification and procedures. Concomitant medical products: left mentor siltex round moderate profile 325cc saline prosthesis, catalog: 3542650, lot: 216246.  (B)(4).

Event description:
It was reported that a (B)(6) year-old caucasian female patient underwent breast augmentation revision with a mentor siltex round moderate profile 325cc saline prosthesis. Deflation on the right breast prosthesis was diagnosed post procedure through a physical examination. As a result, the patient underwent bilateral removal and replacement with mentor memorygel breast implant 375cc gel prostheses on (B)(6) 2018.

Manufacturer narrative:
On 7/11/2018, mentor received additional information: date of birth: (B)(6). Patient age at the time of event: (B)(6). Deflation occurred on the left breast prosthesis and not the right, as initially reported. The mentor failure analysis lab received the device for evaluation on 7/11/2018. Device evaluation summary: the device was received at mentor without fluid. Brown material was observed within the device. Brown and yellow material were observed on the shell surface. Visual evaluation of the device revealed a rent measuring approximately 0.6 cm within an area of siltex cracking on the posterior view. No other anomalies were found. Because mentor performs 100% inspection and testing of all devices prior to release, the product evaluation team concluded that the rent and siltex cracking occurred sometime subsequent to the removal of the device from its protective packaging. The complaint of deflation was confirmed since a rent was found on the device. However, at this point it is not possible to determine the root cause of such damage or the origin of the brown and yellow material observed. The device history record (DHR) of lot number 213760 was reviewed and no anomalies were found related to this complaint. In addition, the DHR review verifies that the device was manufactured in accordance with documented specification and procedures. All the implants are 100% inspected before leaving the facility. There is no evidence that the issue is related with manufacturing. Siltex cracking is defined as a material separation occurring in the siltex layer and can eventually progress through the shell of siltex saline-filled devices. Mentor believes that siltex cracking is ultimately a result of stresses caused by folding of the shell in-vivo. Breast implants are not considered lifetime devices and deflation is a known complication associated with these devices and is referenced in our product insert data sheet. Manufacturer¿s reference number: (B)(4).

Manufacturer narrative:
On 7/26/2018, mentor became aware that the following changes were mistakenly omitted from the report submitted on 7/25/2018: the complaint device and concomitant product were initially reported backwards and are now updated. Lot: 216246. A device history record review is in progress. Once completed, a supplemental report will be submitted. Concomitant products: right mentor siltex round moderate profile 325cc saline prosthesis, catalog: 3542650, lot: 213760. Manufacturer¿s reference number: (B)(4).

Manufacturer narrative:
Updated device evaluation summary: the device was received at mentor without fluid. Brown material was observed within the device. Brown and yellow material were observed on the shell surface. Visual evaluation of the device revealed a rent measuring approximately 0.6 cm within an area of siltex cracking on the posterior view. No other anomalies were found. Because mentor performs 100% inspection and testing of all devices prior to release, the product evaluation team concluded that the rent and siltex cracking occurred sometime subsequent to the removal of the device from its protective packaging. The complaint of deflation was confirmed since a rent was found on the device. However, at this point it is not possible to determine the root cause of such damage or the origin of the brown and yellow material observed. The device history record (DHR) of lot number 216246 was reviewed on 8/10/2018, and no anomalies were found related to this complaint. In addition, the DHR review verifies that the device was manufactured in accordance with documented specification and procedures. All the implants are 100% inspected before leaving the facility. There is no evidence that the issue is related with manufacturing. Siltex cracking is defined as a material separation occurring in the siltex layer and can eventually progress through the shell of siltex saline-filled devices. Mentor believes that siltex cracking is ultimately a result of stresses caused by folding of the shell in-vivo. Breast implants are not considered lifetime devices and deflation is a known complication associated with these devices and is referenced in our product insert data sheet. Manufacturer¿s reference number: (B)(4).